Event description:
It was that during a lap gastrectomy procedure, the staples did not form well on the first and second reloads. The procedure was completed with another device. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 09/08/2008. Info anticipated, but unavailable at this time.